Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 01/18/2022, it was reported through the surgical outcome system that a revision surgery is required due to a deep infection. The date of the primary procedure was on (B)(6) 2017 for a reverse total shoulder replacement were a univers revers, glenosphere size (36mm), glenosphere offset (4mm lateral), stem fixation (pressfit), stem size (6), and suturecup (neutral) was implanted. No additional information provided. Additional information requested. Additional information provided 01/20/2022: the first complication was reported on (B)(6) 2018 for a shoulder infection. The date of the revision procedure was (B)(6) 2019 for a reverse arthroplasty with removal of antibiotic spacer. This procedure took place at (B)(6) hospital, arthrex account #: (B)(4) were an ar-9560-24-4 and an ar-9561-25s was explanted. Device(s) were discarded. A second complication was reported on (B)(6) 2019 due to a patient fall, resulting in a periprosthetic fracture. This complication was treated with a brace.

Event description:
On (B)(6) 2022, it was reported through the surgical outcome system that a revision surgery is required due to a deep infection. The date of the primary procedure was on (B)(6) 2017 for a reverse total shoulder replacement were a univers revers, glenosphere size (36mm), glenosphere offset (4mm lateral), stem fixation (pressfit), stem size (6), and suturecup (neutral) was implanted. No additional information provided. Additional information requested. Additional information provided 1/20/2022: the first complication was reported on (B)(6) 2018 for a shoulder infection. The date of the revision procedure was 1/10/2019 for a reverse arthroplasty with removal of antibiotic spacer. This procedure took place at (B)(6) hospital, arthrex account #:(B)(4) were an ar-9560-24-4 and an ar-9561-25s was explanted. Device(s) were discarded. A second complication was reported on (B)(6) 2019 due to a patient fall, resulting in a periprosthetic fracture. This complication was treated with a brace.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.